Event description:
Physician was not happy with the position of the device and was attempting to draw the device back into the sheath when he felt the cable "give" and the device became unattached from the delivery cable. Physician attempted to control the device with a snare which failed and a biopsy forceps which also failed. The device embolized to the right ventricle. Pt went to surgery for removal of device and closure of atrial septal defect. There were no complications reported with the surgery.